Manufacturer narrative:
Model number/catalog number: sc-8216-70, serial number: (B)(4), batch/lot number: 7060261, model/catalog description: artisan lead 70 cm. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was having an infection. It was also reported that the infection was caused by similar to (B)(6). The patient underwent ipg and lead explant. No further information could be obtained.